Event description:
Lead was implanted for csp. Alert was confirmed via home monitoring that indicates high impedance. When checked at the hospital, impedance was over 3000ohm and threshold was high. The lead was left and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.